Event description:
It was reported that a black mark was found on the coil of a half day infusor. This was observed after compounding with an unspecified amount of desferrioxamine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured october 23, 2014-october 24, 2014. The device was visually inspected for particulate matter at the baxter (B)(4) center. Visual inspection confirmed a black mark on coil. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.